Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap roux en y, pre-procedure, the inner diameter of both these trocars were very tight and a 5mm grasper was unable to pass through. Another trocar was used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection noted: that the trocars, cannulas, circular and envelope seals appeared intact. Only one radially expandable sleeve received. The obturators were received inserted into the cannulas, prolonged insertion can cause the envelop seals to become stretched. A functional evaluation found that the devices failed an air leak test. The cannula tips were checked with a pin gauge and was in spec. No resistance was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.